Manufacturer narrative:
The actual sample was discarded and was not made available to the MFR to be evaluated and a lot number was not reported. Since it was reported the first epidural procedure for labor went without noticed and the fragmented piece of filament from the catheter was not noted until the second surgery for a bilateral tubal ligation, the root cause of the reported incident could not be determined. Without the actual sample or a lot number a thorough eval could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the actual MFR for eval.

Event description:
As reported on the medwatch form # (B)(4): event description: when removing epidural catheter, plastic tip sheared in the patient's back and the filament inside the plastic catheter tip unwound and broke, with a small section (about 2 cm) being retained in the patient; this was discovered during a subsequent spinal anesthesia procedure. Plastic portion of the catheter was fully removed during catheter removal." What was the original intended procedure? Labor epidural. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stop working). On (B)(6) 2011 - add'l info provided by the facility indicated the pt received an epidural for a spontaneous vaginal birth. The procedure was performed without incident. The next day, the pt underwent a procedure for a bilateral tubal ligation. Upon inspection of the previous puncture sight from the labor epidural procedure, an unwound piece of the filament from inside the epidural catheter, measuring approx 2cm, was sticking out of the puncture site. The fragment piece of filament was removed without incident. X-rays did not reveal the catheter tip and it is believed the plastic portion of the catheter was removed during the initial procedure. The patient had no pain or neurological issues and suffered no adverse sequel associated with the incident. No further info is available.